Manufacturer narrative:
A bec field service engineer contacted the customer via telephone to assist with troubleshooting. The fse recommended customer to check the bsv and the customer discovered the bsv knob was loose. The fse instructed the customer to properly tighten the bsv knob resolving the leak. Failure mode of the leak is related to a loose bsv knob. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that the coulter lh 780 hematology analyzer was leaking approximately 2mls of diluent from the blood sampling valve (bsv) and onto the floor while running controls. The leak was not contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated for this event.